Event description:
On (B)(6) 2013, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen and an injury revealed that the device had 7 degrees anterior tilt. Tilt of filter abuts anterior wall of ivc, but there is no definitive perforation of inferior vena cava (ivc) wall by any filter struts. No further patient complications were reported.

Event description:
On (B)(6) 2013, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen and an injury revealed that the device had 7 degrees anterior tilt. Tilt of filter abuts anterior wall of ivc, but there is no definitive perforation of inferior vena cava (ivc) wall by any filter struts. No further patient complications were reported.